Event description:
This device stopped transmitting on (B)(6) 2023. The physician assumed it was at eri, and scheduled the patient for extraction. On (B)(6) 2023, the device could not be located in the patient. It was reported that the patient is a former body builder and works out every day. A new biomonitor iii was implant, with this device still implanted somewhere in the patient. An x-ray was recommended to locate where this device is in the patients body. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.